Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported "powered off" condition could not be duplicated. The unit was stressed overnight with no faults observed, and internal inspection showed no discrepancies; all internal cables and connections were confirmed to be properly seated and in good condition. Service technician did observe the device date/time had reset to 01/02/2001 and noted physical damage consistent with a drop, including a bent connector plate assembly. Log review could not add much value to this investigation. The internal battery will be replaced as a pre-caution. The device will be recertified and returned to the customer. No emerging trend based on similar reports